Event description:
It was reported that during an implant procedure, the right atrial lead impedance dropped from 600 ohms to 70 ohms and the physician suspected an insulation breach. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a breached cut of the outer insulation. The proximal conductor was distorted due to kinking/buckling and blood ingression was observed on the outer insulation. Visual analysis noted the lead was damaged at implant. (B)(4).